Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). Approximate age of device - 1 day. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
During preparation for a routine implant of a left ventricular assist device (lvad) on (B)(6) 2018, the pump was prepped in accordance with the instruction for use by the manufacturer and the pump was started in a sterile plastic pitcher at 3000 rpms in 1300cc of sterile injectable, non-pyrogenic saline. (Wattage during the 5-minute preparation was 2.2 watts with .8 watts observed during initial levitation.) After the 5 minutes passed, the perfusionist stopped the pump and the percutaneous lead (driveline) was disconnected at the modular cable junction without any issues. Both open ends of the driveline and modular cable had their respective caps placed. After the pump was removed from the pitcher of saline, the manufacturer¿s clinical consultant observed what appeared to be a segment of white particulate floating in the saline the pump was ran in. (Specifically, the sterile plastic pitcher). The particulate was isolated and placed in a sterile specimen jar. The pump was then placed in sterile metal basin and the perfusionist was instructed to use new injectable saline to flush out pump. After the first and second subsequent flushes, the clinical consultant and perfusionist noticed more of what appeared to be more of the same suspect matter. The clinical consultant then contacted the manufacturer and a decision was made to use another pump as a safety measure. It was also observed that there was an air vent in the ceiling almost directly over the pump prep table. The suspect pump was not implanted into the patient. The patient was subsequently implanted with another device without further incident. No additional information was provided.

Manufacturer narrative:
The specific origins of the observed particulate could not be conclusively determined through the evaluation of the returned pump. The device was returned with the particulate samples, pump packaging and the initial pitcher used in pump prep. The pump cable was intact. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The apical cuff was not returned. Examination of the returned pitcher and pump packaging revealed no depositions or particulates. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. The particulate samples, along with the returned outflow thread protector, were found to be two distinct types of materials. The larger sample was a porous polystyrene and the two smaller samples were identified as natural biological fibers. The shape and the size of the samples are inconsistent with any travel through the pump and the crude nature of the materials precluded the source as the production or packaging. The analysis concluded that the samples were likely introduced at the outflow of the pump during surgical preparation. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The specific origins of the observed particulate could not be conclusively determined through the evaluation of the returned pump. The device was returned with the particulate samples, pump packaging and the initial pitcher used in pump prep. The pump cable was intact. The modular cable was not returned. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The apical cuff was not returned. Examination of the returned pitcher and pump packaging revealed no depositions or particulates. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. The particulate samples, along with the returned outflow thread protector, were found to be two distinct types of materials. The larger sample was a porous polystyrene and the two smaller samples were identified as natural biological fibers. The shape and the size of the samples are inconsistent with any travel through the pump and the crude nature of the materials precluded the source as the production or packaging. The analysis concluded that the samples were likely introduced at the outflow of the pump during surgical preparation. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.